Event description:
It was reported that a pico device stopped functioning after 5 days. The problem was found when the outpatient visited a doctor, so there was an unknown delay. A new pico device was used on the patient successfully.